Event description:
A customer reported that they were unable to use their freestyle flash meter as the display screen had frozen. The meter was returned, and although the display issue could not be confirmed during product testing, the meter has been confirmed to exhibit the memory overwrite malfunction. There was no report of death, serious injury, or mistreatment.

Manufacturer narrative:
No mfg parameters found out of spec and original panasonic battery voltage could be recorded as meter turned on. Returned batteries gave a voltage of 3.030 v. Did not observe battery icon or booklet icon while strip was inserted. Did not observe strip code. However, unit of measurement was selctable and was received at mg/dl. Errors 015, 0204, 0300, 0800 and 0806 were observed in the meter internal log indicating battery droop. Battery droop is indicative of memory overwrite. Customers and retailers have been informed through the fa16may2006 letter.